Event description:
It was reported while using bd precisionglide¿ needles there was rust on the needle. There was no report of patient impact. The following information was provided by the initial reporter: patient complained on pain during the insertion for blood collection. The medical lab technologist observed the needle is seen to be rusted before transferring the blood sample to our vacutainer. Hospital would like us to identify on the root cause of the rusty needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd precisionglide¿ needles there was rust on the needle. There was no report of patient impact. The following information was provided by the initial reporter: patient complained on pain during the insertion for blood collection. The medical lab technologist observed the needle is seen to be rusted before transferring the blood sample to our vacutainer. Hospital would like us to identify on the root cause of the rusty needle.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of rust / corrosion and needle penetration difficult / painful were not confirmed upon inspection of the photo. Examination of the photo shows foreign matter on the needle, but a physical sample is needed for testing to confirm the composition of the foreign matter. Functional testing is needed to confirm the defect of needle penetration difficult / painful. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.